Manufacturer narrative:
(B)(4). Photographic analysis: this back table shot of the distal end of the device shows a damaged anvil between the 30mm and 50mm marks on the channel body. The actual damage appears to occur around 33mm and ends around 44mm. The anvil material appears to have been pulled away from the anvil body towards the cartridge. There also appear to be staples near the distal end of the anvil, but their shape is difficult to ascertain. Based on the photo evidence the event description of would not open can be confirmed. Hands on analysis of the device and cartridge should provide additional evidence to reaffirm the root cause of the event. The analysis results found that one psee60a device was returned with the anvil knife slot damaged and with a gst60w reload loaded on the device. The reload was received fully fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # n57f9c. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: dr. Williams initially thought that there may be a ligaclip caught in the staple line, thus the hesitation to retrieve backwards due to possibly pulling the renal artery off the aorta. Dr. Williams confirmed that the patient underwent procedure post chemotherapy. [Post chemotherapy patients are most likely to have adhesions or fibrotic tissue present.] Dr. Williams was trying to seal and cut the renal artery with visibility and access difficult due to a retroperitoneal mass which was attached to ascending/right colon, in addition the renal artery was covered with very fibrotic tissue. Dr. Williams commented that the device (with white reload) was used on the very fibrotic tissue around the renal artery, the device stapled but it did not cut. Dr williams would like information on the recommendation of which reload can be used when trying to cut tissue that is around the vessel and cut & seal vessel at the same time? [So the closed height will be more than 1.0mm and will include both tissue and vessel.] In addition, I have confirmed from the sales rep that the initial report indicating that there was a ¿significant blood loss¿ is incorrect. The operation notes and subsequent report received from the hospital indicated that: ¿the stapler jammed when applied to tissue and was difficult to remove. It was unknown at what stage it was through the staple cycle. Once removed the surgeon could see that the tissue had been stapled but not cut and there was no blood loss.¿ additional information requested and received: it was reported in the original event that the time delay was unknown. How long was the procedure delayed? Was there any patient consequence or change in the post-operative care of the patient as a result of the time delay or event? What is the current patient status? Surgical delay due to the issue with the psee60a cannot be ascertained. This was a long procedure due to the patient¿s condition (i.e. Having adhesions and fibrotic tissues) rather than the stapling/cutting issue. As far as we are aware, based on conversation with dr williams, there was no adverse consequence to the patient. There was no mention of a change in post-operative care for the patient. The patient is presumed to be stable.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the rep was called by theatres and informed the device had jammed on tissue and could not be opened. The rep spoke directly to the surgeon by phone, went through the steps to try to remove stapler from the tissue/patient. The surgeon had tried the reverse button, this had not returned the blade, also tried the manual override lever and this had not been able to return the blade. The rep advised to put more pressure on the override lever to aid in blade return. When speaking to the surgeon following this he said that this resulted in breaking this lever. A vascular surgeon was called to get suprarenal aortic access and further dissection was performed. Photos/ comments in the post op notes were that the stapler jammed across the posterior left hilum available. The patient had lost significant blood. Time delay unknown.